Manufacturer narrative:
This is a follow up to initial MDR submitted. The contaminated heater-cooler was sent to manufacturer for deep disinfection. This is a known risk for the device and is caused by problems with cleaning, and disinfection. There was no patient involvement with this issue. Corrections were made to manufacturer name, city and state, MFR site to reflect changes to manufacturer name and contact information.

Manufacturer narrative:
There is no known patient involvement. Correction number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The contaminated heater-cooler has been returned to sorin group (B)(4) for investigation and deep disinfection. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for microbiological contamination (>2000 cfus) during maintenance. There was no known patient involvement.